Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient uses insulet omnipod5 in modified closed loop. On (B)(6) 2025, the patient started feeling low. When they checked the cgm mobile device, it wasn't reading due to a brief sensor issue. Before the sensor issue, the patient was already experiencing inaccurate readings, where the cgm showed 170 mg/dl while the bgm showed 47 mg/dl. Treatment and management of symptomatic hypoglycemic shock from high bias inaccuracy at that moment was not described. The patient was having hot flashes, disorientation, vomiting, severe cold chills, chest and stomach cramps, and trouble breathing. The bg was checked, was very low, and the cgm still wasn¿t showing any reading due to the brief sensor issue. The parent did not mention giving any medication when the symptoms occurred but did call emergency. When the paramedics arrived, they tested his glucose, and it was still very low (the exact value wasn¿t provided), while the cgm was still not showing any readings. It wasn't mentioned if any medications were provided when the paramedics arrived. He was then brought to the emergency room. At the emergency room, his blood glucose was checked again, and it was still low (exact value not provided), while the cgm still wasn¿t giving any readings. He was given zofran and was also given juice, gatorade, crackers, fruit gummies, and honey to bring his glucose up. He was discharged from the hospital on (B)(6) 2025, around 4am. At the time of the report, the patient was doing okay. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - e2304 chills.